Event description:
Per the clinic, the patient experienced an extrusion of the implant through the incision site (specific date not reported). Subsequently, the patient was placed under mac anesthesia on (B)(6) 2022 for a revision surgery. The implanted device remains.